Event description:
During surgery, it was found that the set screw of the offset connector was tightened, however, the rod was loose. Another new product was used without problem.

Manufacturer narrative:
Add'l info has been requested. Any info obtained during the investigation will be submitted as a supplemental report.